Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: unknown mdt implantable cardioverter defibrillator (ICD), unknown implant date. (B)(4).

Event description:
It was reported that during placement of a left ventricular (lv) lead, high superior vena cava (svc) coil impedance was observed. In addition, undersensing and high thresholds were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during placement of a right ventricular (rv) lead, high superior vena cava (svc) coil impedance was observed. In addition, undersensing and high thresholds were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.